Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Medwatch report mw5176232 found during maude database review. It was reported that a patient received a biozorb marker implant on an unknown date in 2021. It is further reported that "for the last month she has been having a bad taste in her mouth and "smelling an odor", at first, she thought it was something in her house that smells bad or outside around her house, but the smell would not go away. She states the implant site is "sore and tender" but it's been that way since having the implant." No further information is available. Injury MDR submitted due to the report of pain at the biozorb implant site. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.